Manufacturer narrative:
Patient identifier should read (B)(4). A medtronic representative went to the site to test the equipment. The representative reported that with the suspect probe, the issue could not be replicated. The navigation system then passed the system checkout and was found to be fully functional. The suspect probes has not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while in a procedure, intermittent tracking occurred between the navigation system and three separate probes. The reported issue occurred when during the navigation portion of the procedure. No additional information was provided. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.